Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead attempted to be programmed but was unsuccessful. The lead was explanted and replaced. The patient no longer experienced nerve stimulation. The patient was in stable condition post operation and would continue to be monitored.